Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The balloon protector cap was returned over the balloon. The proximal part of the balloon was exposed which is indicative of the balloon protector being pulled distally. The returned balloon protector inner dimension was within specification. The catheter was received in two sections due to a break in the midshaft. The break location was measured at 15mm proximal to the port. However, the extrusions at the site of the break were severely stretched. The distal extrusion was kinked at 7.5cm distal to the port. This is evidence of excessive tensile force being applied to the device. It was not possible to apply a vacuum to the balloon to remove all air as the midshaft was broken; however, during device evaluation, the balloon protector was removed from the balloon with no force required. Upon removal of the protector cap, there was no damage noted to the tip, balloon, or blades. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Reportable based on device analysis completed on 19may2016. It was reported that the device was non functional. A 15/4.00 flextome¿ cutting balloon¿ was selected for use. During unpacking, it was noted that the device was non functional. There were no known patient impact. However, device analysis revealed that a shaft break occurred.